Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'distorted audio' which was evaluated and found reproduced as low volume for all audio. The reported condition was verified. The cause was determined during visual inspection to be a speaker that detached from the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a distorted audio. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.